Event description:
While undergoing a procedure with the seednet cryotherapy device, for prostate cancer treatment, the device's metal template placed on my perineum and used to position the cryoprobes froze resulting in a severe frostbite burn requiring debridement and causing permanent injury. My review of the FDA adverse event database revealed that this is at least the third time this has happened. In each case, the MFR denied any malfunction of the device and blamed the doctor. I am currently the plaintiff in a product liability lawsuit against the MFR. They blame this and at least one previous event on the doctors for not inserting the cryoprobes deep enough. Yet in both cases, to my knowledge, the probes were positioned with the aid of the device's own ultrasound imaging device and to my knowledge, there are no guidelines, recommendations or warnings that a critical depth exists. I have some background in engineering and know that use of a metal template acts as a "cold sink" amplifying any cold conducted up the cryoprobes. I believe a non-metallic template would have prevented my and the others injuries. Galil should replace the template with a non-metallic or insulated one. At the very least, galil should warn doctors that there is a critical depth to which the probes must be inserted to avoid freezing the metal template. Doctors should also be advised that perineal frostbite burns are a possible risk so that they can advise pts accordingly.